Event description:
This is being filed to report single gripper actuation failure. It was reported the mitraclip procedure was performed on (B)(6)2022 to treat grade 4 functional mitral regurgitation (mr). Imaging was challenging due to a challenging echo window in addition to an inexperienced transesophageal echocardiogram (tee) operator. The first clip was implanted without issues on central portion of valve. To further reduce mr, a second clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to a restricted posterior mitral leaflet (pml) and long chordae and required multiple attempts to grasp the pml. Fluoroscopy was magnified to check functionality of the grippers and it was observed one gripper failed to lower. The leaflet could not be captured when the clip began closing from 60 degrees to full closure and was not implanted. The cds was removed, and the procedure concluded with the mr reduced to 3. There were no adverse patient effects and there was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. The reported difficulty grasping and capturing leaflets appears to be due to challenging patient anatomy. The poor image resolution appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.